Event description:
It was reported via repair work order that the lock pins do not always extend to hold the cot in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.